Event description:
This is a report of a patient who re-used a set of disposables when performing therapy for peritoneal dialysis. As part of a study, the patient was instructed to re-use their supplies to investigate the risk of contamination. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who re-used a set of supplies when performing therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted. The above study was found in the following article: ponferrada lp, prowant bf, rackers ja, pickett b, satalowich r, khanna r, et al. A cluster of gram-negative peritonitis episodes associated with reuse of homechoice cycler cassettes and drain lines. Perit dial int 1996; 16:636¿8. (Note: copy of this article in its entirety was not available on the peritoneal dialysis international website).